Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarm without a low battery alert occurring first. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed displacement test. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. Device passed active current measurement. Device received pump error 75 during self test, failed sleep current measurement and received unexpected battery power loss, problem isolated to internal lithium battery.